Manufacturer narrative:
(B)(4). One used device was received for evaluation. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seals cycles completed satisfactorily and end tones were heard, indicating completed seal cycles. The investigation found the device to function normally and within specifications. Covidien could not confirm the customer's report.

Event description:
The customer reported that the device would not seal and that there was a lot of bleeding when opening the jaws after sealing.